Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that something was going on with the ins, when moving around ¿it acted funny¿. It was unknown when this event occurred. It was unknown if the patient was going to contact their health care provider (hcp). It was unknown if any troubleshooting occurred. The outcome of the event was unknown. No further complications were reported or anticipated.